Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's wife reported via phone call of a button error from the insulin pump. The customer's blood glucose reading was 316 mg/dl. The wife stated that her husband was in the hospital for bypass surgery. The wife stated that the act button is not working properly. The customer stated that he is going to see the nurse and will discuss further issues regarding the pump.